Manufacturer narrative:
(B)(6). The lot 17h035 was manufactured august 18, 2017 - august 22, 2017. The device was received for evaluation. Visual inspection was performed and noted fluid inside the bag that contained the unit. The unit was removed from the bag and the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A function leak test was performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was discovered before patient use. The infusor had been compounded with ceftazidime. There was no patient involvement. No additional information was available.